Event description:
It was reported that the lead was explanted due to a perforation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a lead tip stiffness test was performed and was found to be within specification.